Manufacturer narrative:
The subject device has returned to stryker's international office and is in route to stryker's us office.

Event description:
It was reported that during the procedure, the proximal part of the guide catheter (subject device) leaked. No consequences to the patient were reported.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Visual and microscopic investigation of the returned device found that the guide catheter was kinked on its proximal shaft at approximately 25.0cm proximal to its distal end and compressed on its distal shaft at 2.0cm and 5.0cm from its distal end. No other anomalies were observed with the guider catheter. The catheter distal end was plugged with a .085" mandrel and the device was flushed with water and the fluid was leaking from the catheter hub. It could not be definitively determined what caused the analyzed anomalies of the guide catheter to become kinked/bent and compressed because they were not reported or previously mentioned. The investigation found that there was no leak from the guide catheter shaft but the hub which remains outside the patient during use. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.

Event description:
It was reported that during the procedure, the proximal part of the guide catheter (subject device) leaked. No consequences to the patient were reported.

Manufacturer narrative:
The subject device is not available.

Event description:
It was reported that during the procedure, the proximal part of the guide catheter (subject device) leaked. No consequences to the patient were reported.